Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the hp tibial tray handle confirmed the two tips/pegs have fractured. The root cause is attributed to misuse by overloading the pegs while the tray handle and mating tray trial were engaged. Due to misuse as the root cause, the need for corrective action is not needed at this time. Monitor trends through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Sigma tibial tray handle broke at the handle/tray junction.